Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the cmos battery for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, when performing a planned maintenance (pm), the cmos battery for the imaging system required replacement. No additional information was provided. There was no patient present when this issue was identified.